Event description:
It was reported that the MRI tech allowed pt and her relative to enter to scan room with pt's personal wheelchair. The wheelchair was pulled into magnet bore. The pt and her female relative were injured. The pt received a gash to her head and a cut from the eyebrow down to the chin. The extent of injuries to the relative was not disclosed by the customer. Both women were taken to the emergency room at the facility and received stitches.

Manufacturer narrative:
The wheelchair in the mr examination room clearly was contrary to the operating instructions. It is tech's responsibility to instruct pts about magnetic field hazards to the extent applicable. The reported issue was not the result of a system failure.